Event description:
It was reported the left ventricle lead exhibited high impedance at implant, when measured through device. The lead was implanted and the patient would be monitored.

Manufacturer narrative:
.